Event description:
It was reported that shaft break occurred. The 2.50 x 24 synergy drug-eluting stent was selected for use. However, when the device was taken out of the package, the physician noticed that the delivery system broke in two places, making it impossible to use. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the synergy ous 24/2.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found device broken in three places. Shaft break at 2.5 cm distal to the distal end of the strain relief and another break 35 cm in length as well as multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. The 2.50 x 24 synergy drug-eluting stent was selected for use. However, when the device was taken out of the package, the physician noticed that the delivery system broke in two places, making it impossible to use. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.